Manufacturer narrative:
Device was received with the motor arm cannot communicate with the main arm in downloaded device history. Inverse critical block did not add to zero error alarm not found during testing. Device passed the self test, rewind test, prime test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm occurred on second occurrence. The customer¿s blood glucose was 125 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete pump rewind. Customer stated that the fill cannula was recorded in daily history and error table indicates the insulin pump should be replaced. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.